Event description:
It was reported that customer's insulin pump was alarming no delivery for the last few days. Customer's last blood glucose was 15.7 mmol/l. He has been treating with the device. His doctor advised that the device was malfunctioning. The issue persists even after customer changed his infusion set and insulin five times and rotated sites around his legs and stomach. Customer reported erratic blood glucose. He stated that the piston gets stuck sometimes. During trouble shooting, the piston appeared to stick when testing delivery. The device passed the displacement test. Customer attempted to fill tubing and insulin did not come out until the screen showed 16.9 units. Based on the inconclusive trouble shooting and piston sticking, a replacement device was sent. At the end of the call, customer was attempting to bolus, but the delivery did not go through. Customer was hospitalized for a cold on (B)(6) 2014, but it was not due to any device related issues. Nothing further reported.

Manufacturer narrative:
Insulin pump passed functional testing, including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive no delivery alarms, rewind anomaly, or motor sticking noise noted. Unit had cracked display window corners, scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.